Event description:
Left ij alsius cool line placed and the error message was received indicating air in the line and blood noted in the tubing. Line replaced with guide wire method without harm to the pt. Diagnosis or reason for use: asystole cardiac arrest. Event abated after use stopped or does reduced: yes.